Manufacturer narrative:
The investigation into the reported high purge pressure, pump stop and thrombus has been completed since the original report was filed. Impella was returned with the pump catheter cut near the motor housing side. The pump was visually inspected and found biomaterial to be ingested in the outflow, purge gap, impeller and the inflow. Catheter was stripped near the motor housing from 20 cm marking and observed blood to be ingressed in the purge line. No other abnormalities were found during field investigation. Data logs were reviewed, and purge pressure rise was observed with likely biomaterial ingestion with saturated flow along with motor current spike at the end. Pump stop with high motor current alarm was observed. The cause of the high purge pressure issue was most likely biomaterial based on the field investigation and data log review. The cause of the pump stop was due to blood ingress. The cause of the blood ingress was unknown since the pump was returned with catheter cut open on the motor side.

Event description:
The user facility reported a 48-year-old female with cardiomyopathy was implanted with an impella 5.5 for mechanical circulatory support as a bridge to transplant. The impella was experiencing "high purge pressure/purge system blocked" alarms. Tissue plasminogen activator was hung, however the alarm did not resolve and purge pressure high/purge system blocked alarms persisted. The following day, it was reported there was a pump stop with "impella stopped motor current high" alarms. Staff explanted the impella and a large clot was observed on the outlet cage. Also, an unknown left ventricle (lv) thrombus was identified immediately following explant. Decision was made to treat lv thrombus with thrombolytics. The implant of a new 5.5 was aborted.

Manufacturer narrative:
The impella device has been received from the customer however, the evaluation of the device is not complete. Upon investigation closure, a supplemental MDR will be filed. Per the IFU: ¿maintaining act at or above 250 seconds will help prevent a thrombus from entering the catheter and causing a sudden stop on startup.¿ ¿unresolved purge pressure high alarm if not resolved by the recommendations provided, high purge pressure¿which triggers the ¿purge pressure high¿ alarm message¿could be an indication of a kink in the impella catheter. In this case, the motor is no longer being purged and may eventually stop.¿ ¿impella stopped if the impella catheter has stopped suddenly: 1. Try to restart the catheter at previous p-level. 2. If the impella does not restart, try to restart at p-2. 3. If the impella does not restart or stops again, wait 1 minute and try to restart again. 4. If the impella restarts, wean down to p-2 as the patient can tolerate. Under these circumstances, catheter function is not reliable and the impella may stop again. 5. If the impella does not restart, remove the impella from the ventricle as soon as possible to avoid aortic insufficiency.¿ ¿impella stopped if the impella catheter has stopped suddenly: 1. Try to restart the catheter at previous p-level. 2. If the impella does not restart, try to restart at p-2. 3. If the impella does not restart or stops again, wait 1 minute and try to restart again. 4. If the impella restarts, wean down to p-2 as the patient can tolerate. Under these circumstances, catheter function is not reliable and the impella may stop again. 5. If the impella does not restart, remove the impella from the ventricle as soon as possible to avoid aortic insufficiency.¿